Event description:
It was reported that during inspection for use, no scope image was detected on the bronchiovideoscope. There was no patient involvement.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.